Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period, and declined to upload the pump for tandem technical support to further investigate the issue. Recommendation was made to adjust the auto-off safety feature to address the issue. There was no adverse impact to the customer¿s blood glucose level. Reportedly the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.